Event description:
Customer reported that the power button on the current system was loose and unresponsive, leading to a delay in management as the patient stopped pressing the button. There was no adverse impact to the customer's blood glucose level. Customer declined follow-up, provided no additional information, and cts determined no further action was required.